Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 81-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease and renal insufficiency. Upon arrival to the ICU, bleeding was noted at the access site. Manual pressure was applied, and hemostasis was achieved. The patient subsequently expired while on support. The minor bleed resolved with standard intervention. The patient¿s death is most likely attributed to the severity of the underlying ami/cgs and profound hemodynamic instability associated with scai shock stage e.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Asae/minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.